Event description:
Est amt of property loss: (B)(6). Cause code(s): 40 smoke to contents. Comment code: fa faulty electrical appliance. Details: 2 oxygen concentrators malfunctioned, causing circuitry in home to blow which resulted in soot damage to home. Units had been serviced twice prior to loss.